Manufacturer narrative:
Foreign post code - (B)(6).

Event description:
It was reported that, during a meniscus repair surgery, there was not resistance when the knob was depressed to deploy t2; it failed to deploy t2 after t1 had been successfully deployed. A back up device was available to complete the procedure. Surgery was delayed about 15 min. The patient did not suffer any injury or other adverse consequence.

Manufacturer narrative:
Two 72202468 fast fix 360 curved needle delivery system devices returned. These two were returned together in one box. One was identified as an ¿extra¿ to receipt c 0234660. There were stickers indicating two lot numbers applied to a bag which both devices shared. Devices were not identified with individual complaint numbers. They will be evaluated together. The results will be shared. Neither device had t1, t2 or suture returned. Both devices have the same symptoms. Both delivery needles are bent downward and toward the right. Both delivery curves have been flattened to a degree. Both devices cycled and actuated despite damages. The condition of the devices indicate incompatible force was used. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. No root cause related to the manufacture of the device was confirmed.